Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient's cgm reading was 110 points higher and the patient was feeling ¿out of it¿, the patient experienced really low bg and he felt confusion and disorientation. The friend called 911. The patient was unable to provide cgm or bg readings and medications and said they can no longer remember the details as it was a while back. The patient stayed at the emergency room (ER) for approximately 6 hours. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 110 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.